Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6)2023, during which the ipg was not set to surgery mode. The ipg was found to be inoperable following the procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.